Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels; however, a specific value was not provided. Multiple attempts were made to complete troubleshooting with customer, but no additional information was provided on the reported event.